Event description:
It was reported that noise leading to auto mode switching (ams) was observed on the right atrial (ra) lead. The noise was reproducible with arm movement. Programming changes to sensitivity were made. The patient was good before and after programming changes.